Event description:
It was reported that during a cardiac ablation procedure that after two applications, blood pressure decreased and cardiac and respiratory arrest were confirmed. Ventricular fibrillation then occurred, the catheter was removed from the body and a coronary angiography was performed. Subsequently both respiration and heartbeat recovered. The patient was bradycardic upon entering the operating room. This event lead to extended hospitalization. Takotsubo cardiomyopathy was confirmed. The procedure was aborted and no general anesthetics were used. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-04-29, it was later reported that the patient was discharged one week after the hospitalization was extended. Additionally, it was reported that the patient had findings of aortic valve stenosis prior to the procedure, and no findings of spasticity were observed after the procedure.